Event description:
"11/23" patient with note elevated ldh of 421 (normal range in 200's) with noted complaints of dizziness and drops in flows and pis with standing. (Inr within 2.5-3.5 range over past 6 months). "12/7" pt with ldh 565. Pt complains of dyspena since having covid 3 weeks ago. Pt admitted "12/8" with elevated ldh of 568. Heparin started. Vad flows and powers on admission noted in the 71s. "12/14" ldh continues to increase and hematuria noted. "12/15" vad urgently replaced hm2 to hm3. Thrombosis noted in removed hm2 pump.